Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the issue resolved and customer successfully resumed insulin therapy. There was no adverse impact to customer's blood glucose level.